Event description:
It was reported to olympus field service engineer (fse), that the bronchovideoscope had a leak from the bending section rubber. The issue was found during reprocessing. Inspection and testing of the returned device found that forceps channel port was shaved and the connecting tube coating was peeling. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned for evaluation and the customers allegation was confirmed. It was noted water tightness was lose due to a cut on the bending section rubber and the adhesive on the bending section rubber had a crack. There were scratches noted throughout the device and the bending angle in the up/down direction did not meet standard value due to wear of the angle wire. The light guide cover glass had corrosion and the universal cord had a dent. The universal cord coating was peeling and had discoloration. The forceps channel port was shaved and had discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, the root cause of the observed connecting tube coating peeling and scrapped forceps stopper issues could not be determined, however, the issues were likely the result of physical, chemical and or environmental stress. The event can be prevented by following the instructions for use (IFU) which states: important information ¿ please read before use. - warnings and cautions: caution turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor. - warnings and cautions; disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system - inspection of the endoscopic image confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Olympus will continue to monitor field performance for this device.